Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low-order rectectomy, when on incision of the rectum, there was poor staple formation which did not formed b shape completely. There was an incomplete staple line distally. Replaced by new device to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.